Manufacturer narrative:
Additional information provided in sections d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A-customer reported that an ophthalmic operating probe tip got during the vitrectomy surgery, hence it cannot be used for the procedure. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review was opened for an issue. However, it was later determined to not be relevant to this investigation. A review for complaints reported against this lot was performed. No similar complaints were reported for the product lot under investigation with a similar event code. The probe was received for testing on this investigation. Visual assessment of the returned sample revealed the nitinol articulating tip would not flex to right curve and was stuck on the straight position. A fit check was performed with a trocar, and it was inserted with no resistance. The returned laser probe was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).